Event description:
A 59-year-old patient underwent an ion endobronchial biopsy procedure on (B)(6) 2024 and was enrolled in a post-market clinical study. The patient had co-morbid conditions of obstructive sleep apnea and seronegative myasthenia gravis and had been using a c-pap (continuous positive airway pressure) machine at home. The target lesion was 10mm in size and located in the left upper low lobe. The procedure was completed with no issues and without any device malfunctions reported. After the procedure, the patient was unable to tolerate coming off the bi-pap (bilevel positive airway pressure) machine and was admitted to the intensive care unit (ICU). There was no significant change in oxygen saturation, but the patient was started on nasal intermittent positive pressure ventilation in the ICU. The nasal ventilation was discontinued on (B)(6) 2024 as the patient's condition was improving. The patient was discharged home on (B)(6) 2024, two days after the ion procedure, but no other follow-up appointments were required afterwards.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that an ion product caused or contributed to the incident. The system log revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.